Event description:
The patient underwent a bimedial rectus recession in 2002. Patient presented with symptoms of chemosis, itching and tearing over surgery site in one eye. Patient was treated wtih eyedrops, neo/poly/dex and oral antibiotics.